Event description:
Male was prepared for the aquablation procedure. The treating physician decided to resect the median lobe of the prostate via other surgical method prior to the aquablation treatment in order to improve the transrectal ultrasound visibility for the bladder. As planned, patient received the aquablation treatment after the median lobe resection, and it was noted that only a gauze knot was used for traction post-aquablation treatment because the treating physician did not want to add any additional traction on the bladder neck. Patient stayed in the hospital for a total of ten days after the procedure when he received transfusions twice due to bleeding , as well as turp procedure for additional 70gms prostate median lobe tissue resection which also stopped the bleeding. Patient was discharged home three days afterwards. No further sequelae was reported.

Manufacturer narrative:
The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions related to the reported event. The procedure was completed without any delay. A review of the device history record (DHR) for lot number 19c00345 was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system. The review indicated that the system met all required specifications when released for distribution. A review for similar complaints was performed on lot number 19c00345, which confirmed that there was one (1) other similar event reported on this lot. The aquabeam robotic system's instructions for use, ifu320301, was reviewed and "bleeding" is listed as potential perioperative risk of the aquablation procedure. The system was not returned for investigation of this event. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on the review of the log file, DHR, and IFU the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.